Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient had a ¿faulty battery.¿ the implantable neurostimulator (ins) continued to turn itself back on after the ins was turned off by the healthcare provider (hcp). It was also heating up underneath the skin. The ins would be removed and replaced on (B)(6) 2016.

Event description:
A healthcare provider via a manufacturer representative reported that the patient's implantable neurostimulator (ins) battery was running hot. The ins was also turning on and off on its own and the patient had pain. The patient noticed these issues on (B)(6) 2016. They had watched the ins turn on and off with the clinician programmer without them doing anything. The doctor turned the ins off on (B)(6) 2016. The cause of the issues was not determined. The patient was going to get their device changed or removed. The patient was implanted for urinary dysfunction and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.